Event description:
Physician performing diagnostic cardiac cath, attempted ivus interrogation of lad, inserter eagle eye platinum catheter and the ivus machine did not recognize the catheter, unable to obtain diagnostic measurements.